Event description:
It was reported that the doctor was performing a total laparoscopic hysterectomy and the generator kept giving a press ok to continue message. The handpiece was swapped with a second handpiece and, using the same instrument and generator, the case was completed with no consequence to the patient. One device will be returned for analysis by the sales rep.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The device was disassembled to inspect the internal components, the moisture indicator was positive and degradation of the hand activation wire outer jacket was observed. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress are the seals, this may be caused by a reduction of the compressive force on the instrument seals. No conclusion could be reached as to how moisture entered the handpiece. It is probable that the ingress of moisture affected handpiece functionality.